Event description:
Patient presented with neck diameter of 36mm which is outside IFU indications. In 2006, patient had successful implant of a 25-16-140bl bifurcated device. There was approximately 2cm uncovered, but there was good seal. No evidence of migration or endoleak noted on CT; some thrombus in the neck. Follow up images showed sac enlargement of approximately 1-1 1/2cm. In 2009, the patient was treated with a 25-25-75l proximal extension with good results.

Manufacturer narrative:
Review of lot records/work orders, prior reports. No issues were noted; treatment of 36mm neck diameter is off-label.